Event description:
The customer reported that they observed a leak coming from the wash buffer reservoir of an access 2 immunoassay system. Wash buffer was leaking from the overflow hole on the wash buffer reservoir after loading a new bottle of wash buffer ii. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is not known whether personnel interfacing with the instrument were wearing personal protective equipment however no injuries were reported. No personnel sought medical attention. Approximately one liter of fluid was spilled onto the floor. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched for this event as it was resolved by beckman coulter inc. Led customer troubleshooting. After the customer had safely cleaned up the spill, beckman coulter inc. Had the customer rinse the wash buffer reservoir with de-ionized (di) water and inspect the wash buffer reservoir. The wash buffer reservoir was not cracked. There was no evidence of cracking or damage found. The leak came only from the overflow hole on the reservoir. The customer loaded a new bottle of wash buffer ii and noted no further issues. The cause of this event is unknown and could not be determined. (B)(4).